Event description:
The user facility reported that their surgical light detached from the ceiling mount and partially fell. During the time of the reported event no hospital staff or patient were present in the room; no injuries were reported.

Manufacturer narrative:
The ceiling structure from which the light detached from was installed by a third party; steris did not install the ceiling structure. The ceiling structure in which the light was mounted to was designed by a third party and did not meet steris' weight and torque recommendations. Steris recommends a ceiling structure that can accommodate the maximum load configuration to allow the greatest flexibility for initial installation as well as the addition of components in the future. Harmony lighting systems are mounted to a ceiling plate provided by steris. The steris ceiling plate is attached to an above ceiling support structure not provided by steris. The ceiling structure should be checked and approved by a structural engineer at the facility to determine its adequacy. Quality engineering has recommended that the support structure of all of the lights at the facility be re-examined. Once the ceiling structure is repaired or replaced and the lights are re-installed they should be fully checked out by a qualified technician to insure proper operation.